Event description:
It was reported that the image is foggy. No patient involvement and no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the distal soldered seam is chemically attacked and leaking. There is moisture and residue in the rod lens system due to the leak. There is a whitish coating of an unknown type on the distal cover glass. With reference to the customer description "foggy", the error can be confirmed. There is chemical damage to the distal solder seam in the distal area, which is also leaking due to the chemical damage. Moisture and residue can be seen in the rod lens system due to the chemical damage. The imaging of the optics is clear and clearly delineated. When exposed to ice spray, the error description given by the customer can be reproduced due to the leakage caused by the chemical damage. The event is filed under internal karl storz complaint ID: (B)(4).